Event description:
A facility reported a certas valve (ID 828804) was implanted in a 70 year-old female patient via v-p shunt on (B)(6) 2022 with unknown setting to treat snph (secondary normal pressure hydrocephalus) after sah (subarachnoid hemorrhage) . On (B)(6) 2022, csf (cerebrospinal fluid) retention was observed under the head and abdominal skin, and ventricular enlargement was confirmed without any clinical symptoms. On (B)(6) 2022, the valve was removed and replaced as the patient was presenting signs of disorientation and the ventricular enlargement did not improve. At the procedure, it was found t that silicone housing of the valve was torn.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve (ID (B)(6)) was returned for evaluation. Device history record (DHR) - the product code 82-8804 with lot 6180895, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; the silicone housing was cut / torn around the siphon guard, also some biological debris was noted. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The root cause for the issue reported by the customer (silicone housing torn), is probable due to user¿s error, as noted in the IFU silicone has a low cut/tear resistance. The root cause for the marks in the siphon guard are probably due to a sharp or pointed object coming into contact with the siphon guard. The root cause for the ¿the ventricular enlargement¿ issue reported by the customer is probably due to the cut/tear in the silicone housing causing csf liquid to leak out into unintentional parts of the body.